Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 500.0 mcg/ml at a dose of 54.03 mcg/day. It was reported that the patient heard the pump alarm but had no signs of withdrawal or other abnormal feelings. The patient went to the physician to have the pump checked and they found several occurrences of motor stops in the past 6 months which could not be explained by external factors (no ¿mrt¿ or something similar). There were no unusual external or environmental factors. The issue occurred during normal daily use/daily life at home. The pump logs provided indicated the pump had stalled on (B)(6) 2016 at 00:44 and recovered on 00:54., stalled on (B)(6) 2016 at 09:35 and recovered on (B)(6) 2016 at 10:06, stalled on (B)(6) 2017 at 06:48 and recovered on (B)(6) 2017 at 06:5, stalled again on (B)(6) 2017 at 17:28 and recovered on (B)(6) 2017 at 23:20. It was unknown as to what the issue was which needed to be resolved as the origin as to why the motor stops occurred at different times and in different durations. At the time of the report, it was unknown if the issue was resolved and the patient¿s status was reported as alive-no I njury. The pump was reported as implanted and remained in-service. It was unknown if surgical intervention was planned. No further complications were reported/anticipated. Additional information was received. The representative indicated that the pump report showed 4 motor stalls on (B)(6) 2016 and (B)(6) 2016, however, review of the report showed one stall and recovery on those dates. The reason for these stalls was unknown; MRI and other emi sources were negative. Additional information was received. The exact implant date of the pump was not known. According to the n¿vision report, the elective replacement indicator was 23 months. The representative stated the pump must be 4 years and 10 months old. The patient would be monitored more frequently, and they were aware of the issue. The patient was instructed to give feedback on any abnormal health conditional signs, and if the pump alarmed again. Replacement of the pump was not yet decided, planned, or scheduled. If the pump was replaced, it would be returned. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No further motor stalls or error messages had been observed since the event was reported. The pump remained in use. The issue/origin of the motor stall was unknown. The patient was still being monitored by the hcp and was going in frequently for pump checks/refills. Surgical intervention was not planned or scheduled.